Event description:
It was reported that the patient experienced prolonged elevated blood glucose while using the infusion set, with the caregiver noting repeated occlusion alerts and suspecting an insulin delivery issue; a full supply change was performed and user education on site placement was provided. Investigation of this case revealed that the event resolved after replacement of the infusion set and supplies, consistent with an occlusion-related interruption of insulin delivery. Symptoms included hyperglycemia. Outcomes included recovery without medical intervention and plans for routine follow-up with a healthcare provider. Investigation included technical support review and user troubleshooting with education. It was concluded that, based on previously established findings for similar reports, the device functioned within specifications and that the event was attributable to infusion set occlusion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.